Event description:
During an ecrp procedure the holmium fiberoptic laser - lumenis - was being used to break up stones in the pancreatic duct. It was passed through a spyglass scope. During the pulverization the fiberoptic laser broke off outside the patient more proximal to the heat source and distal to the opening of the spyglass scope. The end of the laser that broke off, fell to the floor and the heat source was immediately turned off. The rest of the laser was removed from the patient. No harm to the patient, no related injury to the patient. Reason for use: lithotripsy of pancreatic duct stones.